Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully depleted. After connecting the pump to the car charger the pump usb port began to smoke. The customer unplugged the pump immediately. The pump was then connected to a power source via wall charger however, the pump remained off. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the report. It was confirmed that the customer obtained alternate insulin therapy from their healthcare provider.